Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation, it was discovered the meter exhibited a display issue. There was a report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product testing on the returned meter confirmed a display issue. Damaged display may occur when the meter is dropped resulting in a pad failures that cause specific areas of the meter's lcd screen to be unreadable. Customer and retailers have been informed.